Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, version#: 2.1.0. H3,h6) no parts have been received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system displayed a black screen with white script on boot up. The healthcare professional (hcp) reported that the system was unplugged when she arrived. Technical services (ts) had the hcp reboot the system and it booted up properly. There was no patient involvement.

Manufacturer narrative:
H3, h6: a software analysis was initiated. They reviewed the case details and snapshot shared. According to the case description, it was reported that a black screen with white script on boot up. Based on the provided boot log snapshot, the system halted with repeated snd_hda_intel error messages. This indicated abnormal behavior during initialization of the audio controller. However, as per the information provided on 14-aug-2025, logs were not available. As no further logs were available, the exact cause cannot be confirmed. There is insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes b17, c19, d15 are applicable to this analysis medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.